Manufacturer narrative:
A partial lead with the lead tip measuring 50.6cm was returned for analysis. External insulation abrasion was noted at 45.5-45.8cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 8.1-12.1cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Patient was asymptomatic. The lead was explanted.